Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's husband reported via phone call low blood glucose. Customer's blood glucose level was 16 mg/dl. Troubleshooting for low blood glucose was performed. Customer's husband believed the insulin pump over delivered insulin to the patient. Customer was placed on a sliding scale and taken off of the insulin pump at the hospital. Customer's husband advised it was possible the patient over delivered insulin and it was not the device. Customer wanted a new insulin pump but was advised if the patient over delivered insulin than a new device would not resolve that issue.